Event description:
It was reported that this pacemaker exhibited oversensed noise on the non-boston scientific right ventricular (rv) lead. Technical services (ts) reviewed the episodes and identified non-sustained ventricular tachycardia (nsvt) events with pacing inhibition of approximately 12 seconds due to oversensing. Lead impedance remained stable, and rv capture was confirmed on the presenting electrogram (egm). Ts recommended in-clinic evaluation of the lead for further assessment. No adverse patient effects were reported. This pacemaker remains in service.